Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
I have received the complaint from russia regarding the issue with bd micro-fine plus demi u-100 insulin syringes. Here is the translated initial message: ¿I recently purchased bd micro-fine plus demi u-100 (0.3 ml) insulin syringes. I have noticed that some syringes have drops of liquid appearing when expelling air. Could you please clarify what this liquid is? Is it safe to use these syringes?¿ you can find the original message and the photo in the emails below. Customer response is needed because it is requested in native language.